Event description:
It was reported that the patient experienced fever and redness at the pocket site. The patient was finishing a course of antibiotics prescribed by the hcp due to probable infection of the pocket or tissues just superficial of the pocket. The patient also requested reprogramming due to positional stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer model 37744, serial# (B)(4); recharger model 37754, serial# (B)(4).